Event description:
While moving a child in a hoist from one room to another with an overhead lift, the strap joint was not fully engaged into the quick release hook before lifting the pt. When the lift strap was put under load, the strap joint would then fully engage, causing a loud click. The caregiver thought that the child was going to be dropped from the hoist and lunged to catch him, injuring her shoulder.

Manufacturer narrative:
Trained staff in lifting procedure.